Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: on investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found multiple loss of prime warnings due to non-zero low force. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. The rewind/load/prime sequence and a 24-hour basal exercise were completed without incidences. Normal and audio bolus exercises were executed and recorded corrected. Related to the complaint, the force sensor calibration reading was low out of specifications. Pump casing was opened and the force sensor resistance measurement was found to be within specifications.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.